Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient tried to program it and was not sure if it was working; they were trying to get on a different program because it was not helping their bladder symptoms. The patient had a lot of urge incontinence, and had had uti infections and had been on 3-4 antibiotics, and had had them cleared up. The patient wore depends in bed at night and when the patient woke up, they were leaking all over. The patient started taking a new medication so they might be just sleeping through waking up. The patient did not feel stimulation and the therapy was on program 2 at 2.5 volts in the morning; when they first started the device, they were on program 4 at 3 and they increased from 2.2 volts to 2.5 volts in (B)(6) 2016. The patient increased stimulation to 4.6 volts and felt stimulation in the correct area (i.e., bike seat). The patient was advised to give it 2-3 days and to follow-up with their doctor if symptoms don't get better. No further complications were reported/anticipated.